Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received questionable results for a total of six patient samples tested for tina-quant hemoglobin a1c gen.2 (hba1c). The customer stated that the questioned results had been calculated without flags despite flags on hemoglobin values used for the calculation. The customer was alerted to the issue by a failed delta check. The customer provided data for a total of three patient samples and of these, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 7.2 % and this value was reported outside of the laboratory. The sample was repeated on a different integra 800 analyzer, resulting as 8.9 %. The sample was also repeated on a third analyzer, resulting as 9.05 %. The repeat result was believed to be correct. The patient was not adversely affected. The hba1c reagent lot number was 60965901, with an expiration date of 06/30/2016. The customer later noted that they were having issues with quality controls. The customer stated that both levels of control have been drifting high on an intermittent basis since (B)(6) on this analyzer only. The controls would often come back into range after re- calibration. The field service representative determined that there was oil spilled on the optics of the analyzer. He cleaned the optics and performed a check test. The customer ran calibration and controls; all results were acceptable. The customer later stated that they believe that control recovery has improved after the service visit.